Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. Livanova received the affected device and visual inspection on internal components showed no problems, no dried fluid inside the clamp and no oxidation on the mechanics. During investigation testing the failure was confirmed. The clamp remains in the closed position and the message "arterial clamp defective" has been shown on the s5 display. A new clamp shaft and motor complete has been replaced and problem solved.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm did not open and displayed an error message. There was no report of patient injury.